Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information and or when the investigation is completed by the manufacturing plant.

Event description:
On (B)(6)2023, it was reported to (B)(6) by the distributor that a white female patient of an unknown age was having an ankle orif procedure and the anchor broke. While the surgeon was cinching down on the syndez from the lateral side, the white anchor ties broke off at the level of the button of the plate. There was a 1 minute delay of the procedure which was completed by using another anchor of an unknown make after cutting the broken one out. The product was cut on one end, pulled out the other end, x-rays was done to prove there was only one syndez in there. It was confirmed that all pieces was removed. The product was stored in an air-conditioned storage shed. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. The product was not available for return.

Manufacturer narrative:
The reported issue was not confirmed as no photos or videos was provided and the device was not returned. A white female patient was having an ankle orif procedure and the anchor broke. Additional information was provided upon request. While the surgeon was cinching down on the syndez from the lateral side, the white anchor ties broke off at the level of the button of the plate. This device was not used before this event. There was 1 minute delay, and the procedure was completed by using another anchor after cutting the broken one out. The product was cut on one end, pulled out the other end, x-rays was done to prove there was only one syndez in there. It was confirmed that all pieces was removed. The product was stored in an air-conditioned storage shed. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. Supplemental information: a batch record review was performed, and its subcomponents and suture pull handle. There was no non-conformances and two (2) planned deviations. The planned deviations were not related to the reported event. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon new and relevant information.

Event description:
On 06jan2023, it was reported to anika by the distributor that a white female patient of an unknown age was having an ankle orif procedure and the anchor broke. While the surgeon was cinching down on the syndez from the lateral side, the white anchor ties broke off at the level of the button of the plate. There was a 1 minute delay of the procedure which was completed by using another anchor of an unknown make after cutting the broken one out. The product was cut on one end, pulled out the other end, x-rays was done to prove there was only one syndez in there. It was confirmed that all pieces was removed. The product was stored in an air-conditioned storage shed. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging at the time of use. The product was not available for return.